Event description:
An analysis was performed on the returned handheld. During the analysis it was identified that the handheld could not complete a hard reset. The cause for the anomaly is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies. The handheld was received without a main battery and it has not been returned. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported on (B)(4) 2012 by phone that a regional manager in (B)(6) was experiencing problems with a version 8.1 software upgrade. A hard reset was done and the screen displayed the "to clear all data in the memory..." Message permanently regardless of the buttons that were pressed. Reported the rest was attempted plenty of times and it did not solve the issue. The lock button was not activated. The handheld was received at the (B)(4) office and the 8.1 software was confirmed to be on the handheld but function not confirmed at this time. The handheld was received without the battery on the back of the handheld computer. That was removed during troubleshooting and not replaced after. The product is in analysis pending completion.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.